Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation thirteen samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that excessive silicone stringing between the barrel and the stopper. The condition observed is non-conforming per the product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3277994. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had silicone visible. The following information was provided by the initial reporter: the user tried to use for their reconstitution purpose and found that majority of the syringes had the presence of excess silicone oil within the syringe barrel.